Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) for the past few weeks (400s mg/dl) with small ketones. Contact stated the elevated bg levels are from the lack of water, dehydration and the age as the customer is growing right now. A corrective bolus was delivered to address bg level. Contact reported they spoke to a clinical diabetes educator and adjusted the customer's basal settings.